Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This type of event is typically caused when the end user applies excessive leveraging/bending force on the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that the surgeon proceeded to use a 3.8 excalibur for soft tissue. After use there were no metal shavings. Moved onto burring and used a 4.0 round burr. After burring, lots of metal shavings were visible inside the ankle. He removed the 4.0 burr and then used a power rasp shaver to finish the procedure. The metal shavings noted in the joint and soft tissue were not removed with washing out. All settings for the shavers were correct.